Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. A customer reported that while using the librelink application, the sensor¿s high and low glucose alarm did not sound to the customer was not alerted of changes in glucose level. The customer experienced headaches and tingling feeling in the toes and fingers and was unable to self-treat, requiring treatment of insulin (type/dose unknown) and paracetamol from a non-healthcare professional. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Data was extracted using approved software and the sensor was in sensor state 5 (indicating normal termination). Visual inspection was performed on the returned sensor plug and no failure modes were observed. The sensor was activated with a new unused reader, accuracy test was performed, and both high and low glucose alarm was successfully activated. No malfunction or product deficiency has been identified. Therefore, this issue is not confirmed. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Device history reviews for the libre sensor and sensor kit indicated by the serial number provided by the customer. The dhrs showed the unit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. A customer reported that while using the librelink application, the sensor¿s high and low glucose alarm did not sound to the customer was not alerted of changes in glucose level. The customer experienced headaches and tingling feeling in the toes and fingers and was unable to self-treat, requiring treatment of insulin (type/dose unknown) and paracetamol from a non-healthcare professional. No further information was reported. There was no report of death or permanent injury associated with this event.